Event description:
Complaint alleges: while testing the catheter the hub came away from the catheter. Not used on the pt. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.